Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A neurosurgical specialty manager reported that an a3059 mayfield composite series skull clamp locking mechanism did not function properly during a craniotomy procedure. Date of the incident was reported as months ago. Additional information was received on 09aug2018 indicating that there was a 15-20 minute delay and because of the delay, they had to re-pin the patient's head causing extra risk associated with repeated pinning or positioning. A different skull clamp was used to finish the procedure.

Manufacturer narrative:
The device was returned for evaluation. The unit was received with the mayfield 2 80# torque knob missing and it was replaced with an 80# torque knob from a a1114a skull clamp and the torque knobs are not interchangeable. The device history record for complaint was reviewed with no abnormalities related to reported incident was found nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The complaint was confirmed that the returned unit did not meet all specific functional test. The root cause is customer error.